Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and completed other, unrelated repairs.  After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly where it was determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u43.

Event description:
The customer contacted physio-control to report that their device showed a service indication and logged an event code in the memory. There was no patient use associated with this event. Upon evaluation of the device physio observed that paddles lead ECG was inoperative. As a result,the device would not be able to analyze a patient's ECG waveform to determine if defibrillation energy is needed.